Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the culture test of the rinse water failed. After replaced all filters and dis line, oer-aw water sampling also failed. Amount of bacteria of the water sampling was out of standard. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes. * continued to use the water filter for longer than the period recommended by olympus. * disinfection of water supply tube was not carried out. * the disinfectant was deteriorated. * contamination during sampling.